Event description:
It was reported that the patient experienced high blood glucose reported at 401 mg/dl and observed an empty cartridge on the ilet pump after a supply change, and the agent guided the patient to disconnect and prime until drops were visible, suggesting the prior supply change was not completed properly. Customer care provided support that included troubleshooting and user education. Investigation of this case revealed an unclear cause related to insulin delivery following a supply change, with user technique suspected based on successful priming after guidance. Symptoms included vomiting associated with hyperglycemia. Outcomes included no reported hospitalization or injury. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.